Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a previous femoral surgery. Deteriotion femoral osteotomy and femoral shaft fracture in 1980's. Initial surgery (B)(6) 2009 and had a fall in (B)(6) 2015. Revision surgery was performed on (B)(6) 2015.

Manufacturer narrative:
The event was confirmed for stem fracture and seating height. A visual inspection was performed as part of the material analysis report. The material analysis report concluded that the exeter stem component failed in fatigue originating at the lateral surface and propagating to the medial surface of the stem. No materials or manufacturing defects were observed on the surfaces examined. A review of the medical records by a clinical consultant noted that high stem position with cementation defects especially around the proximal stem has contributed to overload around the proximal stem section with progressive loss of bone support and thus fatigue build-up and ultimately a fatigue fracture in the mid-body section of the stem. Multiple secondary factors of procedure-related (cup malposition, high stem position, presence of distal screws preventing use of cement restrictor) origins plus patient-related (femoral deformity, severe overweight condition, trauma) factors have clearly magnified the adverse outcome effects of the principal failure factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The complaint history review indicated there has been no similar events for the reported lot.

Event description:
It was reported that the patient had a previous femoral surgery. Deteriation femoral osteotomy and femoral shaft fracture in 1980's. Initial surgery (B)(6) 2009 and had a fall in (B)(6) 2015. Revision surgery was performed on (B)(6) 2015,